Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The event logs were returned for investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was surgically implanted via the right axillary/subclavian artery in a 65-year-old male patient with cardiomyopathy presenting in scai stage e shock. During ongoing mechanical circulatory support, the care team documented hematuria, raising concern for possible hemolysis occurring after the initiation of impella support. No hemodynamic instability, device alarms, or console abnormalities were reported, and the device was not removed due to the event. No imaging findings or laboratory confirmation of hemolysis were provided, and hemolysis ultimately was not confirmed. The patient remained clinically supported on the impella 5.5, and no product was returned for evaluation. No allegations of device malfunction were made, and there were no indicators of structural or performance issues. Based on the available information, the reported hematuria appears more consistent with patient specific clinical factors rather than an impella 5.5 device malfunction. Device involvement cannot be fully assessed without product evaluation, but current findings show no evidence of impella performance failure, and the pump appeared to function as intended throughout support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
H6: per a review of the complaint record, omitted f26, a24 and added f12, a0709. H6: added product problem.